Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery for the last couple of days. Customer's blood glucose level was over 300 mg/dl. Customer advised they have received multiple replacement sets and reservoirs. Troubleshooting for the no delivery alarm was performed. Customer was advised to try some different methods with the cannula. Customer was advised to monitor the device and call back if they continue to have issues. Customer was advised that a replacement insulin pump would be sent out.